Manufacturer narrative:
The field service engineer (fse) observed bubbles in syringes. The fse performed full system prime. The syringes were filling properly and there were no foam or bubbles forming. The fse ran an instrument check and it was within specifications.

Event description:
We received an allegation about 1 discrepant result for 1 patient sample tested with elecsys hcg stat assay on a cobas e801 analytical unit. The customer ran the patient sample and it initially resulted in 0.5 miu/ml with a data flag. It was repeated on the same module, resulting in 7.5 miu/ml. While repeating the sample and on the other system the result was 0.2 miu/ml. No questionable results were reported outside the laboratory. The hcg stat reagent lot number and expiration date were not provided.

Manufacturer narrative:
Medical device problem code (a code), investigation type codes (b codes), investigation findings code (c code), investigation conclusion code (d code) and component code (g code) were updated. The investigation determined that the root cause of the event was consistent with a maintenance issue. The service actions done by the field service engineer resolved the issue.